Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/19/2015. Additional information:(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui, grade 2 rectocele, post-hysterectomy vaginal vault prolapse concurrently with lysis of adhesions, abdominal sacral colpopexy. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia, vaginal scarring and cannot lift anything over 5lbs because of pain in bladder. No additional information was provided.